Event description:
When the surgeon tried to insert the screw for distal transverse screwing, the screw made contact with the nail. Fixation had to be made with only one screw. There is possibility that non functional metal was left insitu.